Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for intermittent oversensing of atrial events. The sensing was programmed to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Rv programmed sensing is oversensing atrial activity. Concomitant continued: 5076-45 lead, implanted (B)(6) 2008. (B)(4).